Manufacturer narrative:
This event occurred in (B)(6). Medwatch field occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4). At 10:00 a.m., a sample from this patient was tested using the meter, resulting with a value of 5.5 inr. The patient believed the value was too high as she felt normal. She then went to the hospital to get a comparison measurement. At 12:00 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.5 inr (20% quick). At 2:00 p.m., a sample from the patient was tested using the meter, resulting with a value of 5.6 inr. At 2:45 p.m., a sample from the patient was tested using the meter, resulting with a value of 5.5 inr. The patient did not take her marcumar medication on (B)(6)2019 and (B)(6)2019. No adverse events were alleged to have occurred with the patient. The patient is currently well. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is every two weeks. The related retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.